Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that pump module was programmed to infuse neosynephrine (250ml bag, 200mcg/ml) at 20ml/hr. (20mcg/min). It allegedly infused at a "faster rate and patient became hypertensive." The event occurred on (B)(6) 2024 at 8:40am. Bd received additional information. It was reported that the event occurred during an "or" procedure. The medication was programmed manually, using guardrails drug library "phenylephrine anes (50mg/250ml)". At 8:31, the infusion was started at 20mcg/min; it was stopped at 8:39 when patient became hypertensive, and the infusion appeared to be dripping faster than the 20mcg/min. Due to the event, the patient was reportedly "treated with short acting anti-hypertensive medication." Per report, the blood pressure "came down after anti-hypertensive medication administered". After bd received the report, bd clinical practice consultant came to site to gather additional information. The following observations were noted: incorrectly loaded pump sets: anesthesia staff showed event videos to the bd clinical practice consultant and in both videos the upper fitment was incorrectly loaded. Education was provided to the staff. Pumps high over patients leading to decreased head height. Staff education was provided. Hanger folded in half on primary infusion. It was discussed the need to have the hanger fully extended to deliver the secondary infusion properly. Education provided to staff. Unclean devices are transported in a laundry cart. The cleaner being used is diversey oxivir tb wipes (not approved cleaning solution). The facility also has clorox healthcare bleach germicidal wipes, which are approved to disinfect the devices. Central for devices in isolation rooms after initial wipe down in room: iui covers available but not being used properly. The whole device being wiped down with wipes including iui connectors and air-in-line sensor. Iui connectors not being cleaned with proper cleaner, use of alcohol on a non-dedicated brush. Cleaner not being removed with damp lint free cloth. Devices not being dried off with lint free cloth. Rooms by evs: no iui covers. Wiped with oxivir wipes on whole device including iui connectors. No separate cleaning of iui connectors.

Manufacturer narrative:
Omit: b21: type of investigation not yet determined, c21 - results pending completion of investigation, d16: conclusion not yet available. Additional information: device eval by manufacturer? Imdrf annex a, g, b, c, d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: on (B)(6) 2024 at 8:40am it was reported that pump module s/n (B)(6) was programmed to infuse neo-synephrine (250ml bag, 200mcg/ml) at 20ml/hr during an or procedure. The medication was programmed manually, using guardrails drug library phenylephrine. The reported date and time could not be confirmed. The pcu and pump module event logs did not have any recorded usage on this date. The recorded events closest to the incident date was (B)(6) 2024, following the programmed infusion of phenylephrine, there were events associated with the clinician enabling anesthesia mode, pausing, powering on and off the system. The log analysis found an infusion of phenylephrine (neo-synephrine) at 50mg/250ml, was manually programmed from the drug library and was started on the date (B)(6) 2024 at the time of 7:41 pm. The infusion rate was set at 10ml/h with the volume to be infused set at 250ml. The infusion was paused at the time of 7:42 pm with the primary volume infused recorded at 0.019ml. The above infusion was restarted after the dose was increased to 39 mcg/min (rate=11.7ml/h). After the infusion started a patient side occlusion alarm occurred and the infusion was placed in a paused state. The infusion was restarted at the time of 8:15 pm with a new dose at 20 mcg/min (rate=6ml/h). The infusion was stopped again at the time of 8:59 pm. The infusion was restarted again at the time of 10:28 pm and was terminated at the time of 10:57 pm. The total volume infused was recorded at 6.477ml. The inspection and testing process did not find any existing malfunctions. The suspect pump module was found to be infusing within specifications with no observances of unregulated flow occurring. Per product labeling, alaris system user manual (v12.1), states within warnings and cautions, ¿to prevent a potential free-flow condition, ensure that no extraneous object (for example, bedding, tubing, glove) is enclosed or caught in the pump module door.¿ it is not known if any of the preceding conditions may have existed at the time of the reported incident, and there was no report of an infusion discrepancy occurring with the two prior basic infusions that infused to completion. The alaris system user manual, door keypad artwork, and the quick reference guide remind the user to ¿close the roller clamp before opening the door¿. The administration sets roller clamp should be the primary means of controlling fluid flow when the device door is opened. The administration set was requested but was not returned; therefore, it could not be inspected or tested. Root cause: the root cause for the report of the pump running at higher rate than programed, programed for 20 ml/h of phenylephrine (neo-synephrine) was not able to be identified from the log analysis or from device laboratory testing. The suspect pump module was found to be infusing within specification.

Event description:
It was reported that pump module s/n (B)(6) was programmed to infuse neosynephrine (250ml bag, 200mcg/ml) at 20ml/hr. (20mcg/min). It allegedly infused at a "faster rate and patient became hypertensive." The event occurred on (B)(6) 2024 at 8:40am. Bd received additional information. It was reported that the event occurred during an "or" procedure. The medication was programmed manually, using guardrails drug library "phenylephrine anes (50mg/250ml)". At 8:31, the infusion was started at 20mcg/min; it was stopped at 8:39 when patient became hypertensive, and the infusion appeared to be dripping faster than the 20mcg/min. Due to the event, the patient was reportedly "treated with short acting anti-hypertensive medication." Per report, the blood pressure "came down after anti-hypertensive medication administered". After bd received the report, bd clinical practice consultant came to site to gather additional information. The following observations were noted: incorrectly loaded pump sets: anesthesia staff showed event videos to the bd clinical practice consultant and in both videos the upper fitment was incorrectly loaded. Education was provided to the staff. Pumps high over patients leading to decreased head height. Staff education was provided. Hanger folded in half on primary infusion. It was discussed the need to have the hanger fully extended to deliver the secondary infusion properly. Education provided to staff. Unclean devices are transported in a laundry cart. The cleaner being used is diversey oxivir tb wipes (not approved cleaning solution). The facility also has clorox healthcare bleach germicidal wipes, which are approved to disinfect the devices. Central for devices in isolation rooms after initial wipe down in room: iui covers available but not being used properly. The whole device being wiped down with wipes including iui connectors and air-in-line sensor. Iui connectors not being cleaned with proper cleaner, use of alcohol on a non-dedicated brush. Cleaner not being removed with damp lint free cloth. Devices not being dried off with lint free cloth. Rooms by evs: no iui covers. Wiped with oxivir wipes on whole device including iui connectors. No separate cleaning of iui connectors.